Manufacturer narrative:
The reported event of the mpu being damaged was confirmed, as the returned mpu (serial number: (B)(4)) was observed to have a loose rubber encasing around its lemo connectors upon arrival. The bottom housing and battery door were also observed to be cracked, and the red battery strap was frayed. The mpu was received at the european distribution where it was functionally tested and was found to perform as intended despite the observed damages. The mpu¿s patient cable, bottom housing, battery door, and red battery strap were replaced with new components. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number: (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing of the patient cable was loose. The bottom housing and battery door was cracked. The red battery strap was frayed.